Manufacturer narrative:
Additional information has been obtained and provided: b3 & b5.

Event description:
The reported event occurred during a coagulation procedure related to the intestine/stomach associated with the use of the argon probe in the scope with electric current. The procedure was unable to be successfully completed, and no other devices were used. Also, the issue/problem only occurred with the argon probe in the scope when the electric pedal was pressed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: d8, d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the actual product has not been returned, and no other information was available. Therefore, the cause could not be presumed. A definitive root cause cannot be determined. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a no image problem. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.